Event description:
The consumer states she was getting ready to turn the unit off after her treatment, when she was allegedly shocked by the unit. No serious injury is alleged.

Manufacturer narrative:
The consumer alleges they received a shock from their unit. No injury is reported and the dealer has replaced the device. No model or serial number has been provided. Device condition and use history is unknown. It is not known if device had been dropped or damaged prior to the alleged incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged shock.